Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer was forcefully inserting the syringe needle into the septum, and the customer was not performing the air removal step correctly. Tandem technical support guided the customer on the proper technique to insert the syringe needle and customer was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.